Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen, contrast in the balloon and lumen. Microscopic inspection found no irregularities or defects with the balloon material or the markerbands. Microscopic examination found no irregularities or defects to the tip. Microscopic examination found a longitudinal burst in the shaft material, 30mm from the tip of the device. There was additional shaft damage (stretching) at the distal end of the port/exit notch. The inner shaft was also damaged (buckled) 5.5cm from the tip of the device and stretched 5cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mmx12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mmx12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.